Event description:
It was reported that the device was found in a backup state while still in box. The device was returned.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of bvvi was confirmed in the laboratory. The device was tested on our automated testing equipment and was found to be normal. Device images were obtained and the cause of bvvi was a single parity error. The cause of the parity error could not be determined.